Manufacturer narrative:
Product ID: yrirhx16115 stent, implanted (B)(6) 2005. Product ID: yrirhx15115 stent, implanted: (B)(6) 2005, product ID: yrbrx2615165 stent, implanted: (B)(6) 2005.

Event description:
It was reported that the right ventricular (rv) lead dislodged post-operatively. The patient's heart rate was in the 40's and the lead had no capture. The rv lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.